Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer smelled burning odor when initial power up the alinity c processing module after the moving in the laboratory. There was no visible smoke detected. The field service representative (fsr) noticed burnt resistor on shut pcb and cable w421¿s plug melted due to burning. No injury to user was reported.

Manufacturer narrative:
During the service call for error code 5016 and 5020, the field service engineer (fse) reported observing a burning smell coming from their alinity c processing module serial number (B)(6). The field service engineer (fse) observed that bd, shut (part number c-35016429-01 and cable, cover sensors to shut bd (part number c-35016858-01) had evidence of electronical burn on the parts. Both parts were replaced which resolved the issue. There was no fire or smoke was seen nor any damage to the instrument. The analyzer was disconnected from the power supply and there was no injury to personnel reported. No deviations, nonconformances, or potential nonconformances were found for the replaced part. A review of service history for the alinity c processing module serial number (B)(6), revealed no additional issues of visible smokes on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bd, shut (part number c-35016429-01 and cable, cover sensors to shut bd (part number c-35016858-01) or the alinity c processing module, serial number (B)(6) was identified.